Event description:
On (B)(6) 2013, animas received notification that the patient had passed away. On (B)(6) 2013, the reporter stated that after the patient changed the site/set, 12 hours later, the patient's blood glucose (bg) was high. The patient's bg value was reportedly 705mg/dl with vomiting and went to the emergency room (ER) on (B)(6) 2013. The patient reportedly had respiratory distress which led to a heart attack. Animas contacted the reporter on (B)(6) 2013 ; the reporter stated that the patient survived the heart attack but then passed away on (B)(6) 2013. The reporter stated that he believed that the patient's death was due to complications of the pump but would not elaborate on the details of what the pump issue was. It was noted that the reporter did not know the type of infusion set used or if there were issues with the infusion set. The reporter declined troubleshooting. On (B)(4) 2013, animas contacted the patient's doctor and left a message; the doctor returned the call to animas. The patient's doctor stated that they were notified of the patient's death but was unable to provide additional information. The doctor reported that the patient had cerebral vascular cardiovascular effect but was unable to confirm if this was related to the patient's demise. The doctor indicated that the patient may not have been managing health issues appropriately, including the patient's diabetes. The doctor was unsure if the pump was a possible contributing factor to the patient's demise. The sequence of events leading up to the patient's death is unclear at this time. This complaint is being reported due to the allegation that an unspecified pump issue may have been a contributing factor to the patient's death.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.